Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that he was in a boat and was hit by a wave. The customer stated that the insulin pump was exposed to moisture, and when he tried to bolus, the numbers were ramping up and the device alarmed. No further information was provided.